Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that infusion set cannula was kinked within 3 hours of insertion. The infusion set was in use for more than 72 hours. The insertion site of the infusion site was at abdomen. Blood glucose at the time of event was 290 mg/dl. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.